Manufacturer narrative:
(B)(4) - infection. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture; monocryl (poliglecaprone 25) suture.

Event description:
It was reported that a pt underwent a breast reduction procedure on (B)(6) 2010, and suture was used. The pt was started on routine cleocin for 10 days. The drains were removed by the surgeon on (B)(6) 2010. Then, the pt developed chronic non-healing of the suture lines. On day 10, the suture lines began opening up and draining serous fluid. On day 11, cipro was started for 20 days for suspected wound infection. On day 14, the left breast suture lines began opening up- horizontal first, then the t incisions, then the areolar areas; the right breast suture lines started to open shortly thereafter. Wound cultures were done. The pt was seen by an infectious disease specialist with a negative workup and then referred for allergy testing. The initial testing is negative.